Event description:
On 08/05/2025, a sales representative reported via (B)(4) that an ar-1588btb-2j card conversion failed. This occurred during an acl reconstruction/ knee scope the btb tightrope card conversion failed. The surgeon pulled the wire loop through and it was not threaded through the metal button. They opened a new btb tightrope ii to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device was not returned, we are unable to confirm the reported event.